Manufacturer narrative:
Device is combination product. Date of birth: (B)(6) 1944. Patient identifier: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina pectoris. The patient presented due to stable angina. The 60% stenosed and 26mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement using a 3.0x28mm promus element stent, resulting in 0% residual stenosis following post-dilation. April 2012, the patient experienced angina pectoris and was hospitalized. Additional information has been requested and is not available.